Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the original complaint, finding that the liquid crystal display (lcd) was missing segments. It also found the upper case was dented, the battery contacts were compressed, the ring was bent and the keyboard was scratched.

Event description:
It was reported that the lower part of the bottom display was defective. The unit was returned for service. No patient complications have been reported as a result of this event.